Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported inflation/deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported inflation/deflation difficulties. The additional therapy and delay in the procedure were due to case circumstances.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion from the common femoral artery to the superficial femoral artery. An 8x60mm armada 35 percutaneous transluminal angioplasty (pta) sheath/stylet was removed without resistance. The device was prepped outside the anatomy prior to use. The armada was advanced toward the target lesion. The armada was inflated once to nominal pressure and the armada was difficult to inflate; reportedly the pressure increased very slowly. After dilating the lesion, the balloon partially deflated. Measures were taken to pump the contrast out after using the saline water to dilute the contrast. Ultimately the balloon was withdrawn deflated from the patient anatomy. There was no adverse patient sequela. There was a significant delay in the procedure. No additional information was provided.